Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that testing results changed since the last visit (between (B)(6) 2011). The pt's family did not complaint about any performance problems. It is not known whether the pt was involved in any accident. Testing in situ carried out in (B)(6) 2011 shows that the device is fully functional, however, in october 2011 shows 9 channels in status hi and 2 channels in status sc.